Manufacturer narrative:
Corrected information has been provided in d4. Low or blocked pump flow- the cause of the low pump flow and suction alarms was a device interaction with the iabp and the pump. The device interaction was an unintended user related error. Device interaction or damage by another device - the cause of the device interaction was a user related issue where the pump was used in conjuncture with an iabp, causing pump suction. Patient codes - hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 65-year-old female patient presented in cardiogenic shock (society for cardiovascular angiography and interventions [scai] stage c) secondary to advanced heart failure. An impella 5.5 was implanted for mechanical circulatory support. Prior to device placement, the patient had a documented ruptured interventricular septum resulting in a ventricular septal defect (vsd). The septal rupture occurred before impella implantation and was not attributed to the device or the implant procedure. Due to the septal defect, the impella was positioned deeper than typical to optimize support. On post-implant day 1, the patient experienced continuous suction alarms. Given the presence of the vsd, there was concern for altered flow dynamics and potential right-sided blood entrainment. At that time, the patient remained hemodynamically stable. The impella was repositioned at the bedside, with the most stable position noted at 4.1 cm. An intra-aortic balloon pump (iabp) remained in operation concurrently. The patient continued to experience suction events, suspected to be related to device interaction and hemodynamic effects from iabp counterpulsation, including back pressure during balloon inflation. The patient was not considered a candidate for durable ventricular assist device therapy or cardiac transplantation per family wishes. Ventricular function remained severely depressed. On the following day at approximately midnight, the patient expired. Per the treating medical team, the patient was considered to be in advanced cardiogenic shock with progression beyond recoverable status. Suction events are a known potential complication in patients receiving mechanical circulatory support, particularly in the presence of a ventricular septal defect and concurrent iabp therapy. The impella 5.5 was present at the time of death and will be reported as associated with the event. However, the patient¿s underlying clinical condition, including pre-existing ventricular septal rupture with vsd and advanced cardiogenic shock (scai stage c) was determined by the medical team to be the primary contributing factor to the patient's demise outcome.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient was having continuous suction with the device "needing to be moved urgently." They were able to reposition and improve the continuous suction alarm, but the patient continued to have suction related to device interaction with the intra-aortic balloon pump.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 medical device problem code a0502 was inadvertently omitted on the initial manufacturer device report.